Event description:
It was reported by service report that the customer alleges that the buttons to operate the bed are not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: bed out of calibration.